Event description:
The customer's son called to report that his mother was hospitalized for high blood glucose levels. The son reported that the blood glucose reading was 1200 mg/dl, which led to the customer having a heart attack. The customer had changed the infusion set two days prior to the event and began experiencing high blood glucose levels shortly after. The son was unable to perform any troubleshooting at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.